Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a qdot micro and an irrigation issue (device used in the patient) was observed. It was reported that when ablating, they were only getting 4 watts of power before getting max temperature. They took the catheter out and tried flushing. It would not flush. The catheter was replaced and the procedure continued without further issues. Using ngen generator. No patient consequence was reported. Additional information was received. The ngen pump was used. The catheter was removed from the body and evaluated for char. There was no char. Then they tried to flush the catheter out of the body and nothing came out of the irrigation holes (no fluid or char came out). Then they tested flushing the tubing and the tubing was flushing appropriately; therefore, it was a problem with the catheter itself. The correct catheter settings were selected on the generator. No issue with flow rate change at the start of ablation. The high temperature issue was assessed as non MDR reportable. Since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The irrigation issue (device used in the patient) was assessed as MDR reportable.